Event description:
Philips received a complaint by the customer on the v60 indicating that the screen intermittently locks, especially when the display is rocked back and forth. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The field service engineer (fse) verified issue with display, opened up vent to do a visual inspection. Does not see anything but will continue to inspect. Troubleshoot display, check all connections on display printed circuit board assembly (pcba) to main board. Investigation is ongoing.

Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, it was confirmed that he is still working on repair. However, he confirmed that the screen is not black. Upon first inspection, it turned on, the display was good and was able to use the touchscreen, but a simple move of the whole display and it locked. So, he is assuming there may be a loose connection, or something may have to be replaced.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.